Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The initial MDR 1217157-2014-00122 was filed with the FDA on august 25, 2014. Additional information: the exl loci data was never collected so no information on that instrument could be reviewed. The exl troponin was consistent with the customer expectation for the patient. The message log for that time frame was not able to be collected as the instrument was shutdown prior to service reaching the site to collect the message log. The patient correlation results were concordant and did not show an issue with the stratus cs function. As per stratus cs troponin IFU: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution.

Manufacturer narrative:
Customer is being requested to provide a message log from instrument to investigate the event. The cause for the discordant troponin results is unknown at this moment.